Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels range (400-above 400 mg/dl) the customer would deliver boluses via the pump to stabilize bg levels. The customer believes to not be removing air from the cartridge prior to loading correctly. However, did not see any air bubbles/air gaps in the tubing. The customer was educated on the proper way to remove air from the cartridge. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Tandem's t:slim user guide describes how to remove air from the cartridge using the syringe.